Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left forearm fracture due to trauma - kicked by a horse. Procedure done is left orif shaft radius. Indications are loss of position. Fracture unstable, cleaned and reduced. Implanted 6 hole recon plate with screws placed distal and compression screws proximal (email indicates total of 6 screws placed). Cast and sling placed. Explanted due to ongoing pain at the site. Plate removed due to healed fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had moderate and constant pain at the operation site one month post implantation. The event has moderate severity and was resolved when the device was removed in a private setting after the fracture has healed. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02777, 0001822565-2023-02778, 0001822565-2023-02779, 0001822565-2023-02781, 0001822565-2023-02782, 0001822565-2023-02783. D10: 3.5 mm locking reconstruction plate straight 6 holes 79 mm length cat: 00493600613 lot: unk unknown screw qty 5 g2: foreign: united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.